Event description:
It was reported that the atrial lead exhibited noise. The lead was explanted and replaced. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found that the outer insulation was abraded at 11.7 cm to 12.4 cm and at 14.5 cm to 15.1 cm from the connector pin. The abrasions were consistent with exposure to constant friction with another implantable device. This damage likely contributed to the reported noise.